Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va305w8); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for call was patient reported they could see wires sticking out of their implant incision and wanted to know if that was normal. Agent reviewed that is not normal and redirected patient to their healthcare provider to further address the issue. Patient mentioned they didn't have a doctor, and agent offered to look up physician listings on the manufacturer's website, but patient declined. They have physician listings but struggle with transportation to get to the appointments. The caller has not used their external equipment because they no longer have a charger. A request was sent to the repair department to replace.